Manufacturer narrative:
Sticking and leaking dispensers required repeat runs. The repeat runs exhausted the patient tissue sample and required a re-biopsy before retesting could be completed. This is the initial and final report.

Event description:
Failed runs due to sticking or leaky dispensers required repeating the runs and led to tissue sample of patient being exhausted.